Event description:
It was reported that the device posted "ventilation fail" during operation. The patient was bagged manually. No injury was reported.

Manufacturer narrative:
The replaced motor and the log file provided were analyzed for the investigation. The device failure described by the user could be traced on the basis of the logbook. The device detected the device status as specified and displayed it visually and acoustically. As reported, ventilation was continued manually. The root cause could be traced back to a faulty ventilation motor. This was replaced and examined, and the fault was confirmed. The device has reacted in accordance with the specifications for the failure case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb and is classified as acceptable. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was just startet. The result will be forwarded in a follow up report.

Event description:
It was reported that the device posted "ventilation fail" during operation. The patient was bagged manually. No injury was reported.